Manufacturer narrative:
The suspect device was returned to the olympus service center for evaluation. Inspection and testing did not observe the reported image issue or cable damage; however, it was observed that the video adapter was not functioning. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during preparation for a urinary electrotomy procedure, the user observed the camera head cable was damaged, the image was unstable, and the ¿converter lock was not responding¿. During the procedure, horizontal lines appeared in the image affecting the field of vision. Another similar device was used to complete the procedure, which caused a delay of less than fifteen minutes. There was no patient or user injury reported due to the event. This report is being submitted for the image issues.

Manufacturer narrative:
This report is being supplemented to correct and clarify information provided in the initial report regarding the device evaluation, and to provide additional information based on the legal manufacturer's final investigation. Device evaluation clarification/correction: during the evaluation of the device at the olympus service center, service confirmed the image was noisy and flickering, but the subject could be recognized. The issue was found to be caused by a faulty cable. The cable was damaged in multiple places. In addition, service found that the lock of the video adapter was not working (could not be removed from the camera head), but this would not cause the image issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the faulty cable likely failed to communicate and resulted in no image or flickering at the user facility. The failure to communicate intermittently likely resulted in image noise that made the image unrecognizable. However, the root cause of the cable failure could not be determined. The device's instruction manual provides the following information regarding the proper handling of the camera cable that could help to prevent the issue: "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Regarding the lock of the video adapter not working, per the legal manufacturer, this issue has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.